Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was hospitalized on (B)(6) 2024 through (B)(6) 2024 for an ongoing (MFR # 2916596-2024-01867) bacterial driveline infection. Upon the computed tomography (CT) scan, it was suspected there was fluid accumulation around the driveline, which lead to the diagnosis of driveline related bacterial infection. Considering the progress so far, it was reported that surgical treatment was judged to be high-risk. The site planned to observe the patient's condition with antibiotic drug therapy only.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.